Event description:
It was reported that patient experienced an electrocution type of event while changing a light bulb at work. When he went home the neurostimulator was found to be turned off. The patient turned the device back on at which time he felt "sick" and had trouble focusing. The device was turned off and the patient went to the hospital where a check of the device showed everything was fine. The physician adjusted the settings down from "1.7 to 1.1" at which time the symptoms of blurry vision and sweating subsided. On a follow-up appointment with their physician, the device was found to be off when it should have been on. The physician decided to leave the device off. It was also noted that the patient experienced symptoms of depression for which he saw a therapist. The therapist wanted then to talk a surgeon. Additional information was requested and a follow-up report will be sent if obtained.

Manufacturer narrative:
Lead model 3550-05, lot #0204092110, implanted: (B)(6) 2010, explanted: na, extension model 7482a-51, serial # (B)(4), implanted: (B)(6) 2010, explanted: na, programmer model 7438, serial # (B)(4).